Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no deviations or non-conformances were found relating to this issue. One opened sample was returned from the customer for review. A visual inspection and testing was performed on the returned product. The device worked perfectly fine with no change to the stroke length adjuster after being fired. No corrective action can be taken at this point since the issue cannot be duplicated.

Event description:
Physician set throw length, fired bpu device and the throw length button moved forward and the device threw further than expected.